Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticm5 13.2, -6.0/5.0/089 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Damage was noted during loading. No patient contact. Back up lens implanted on (B)(6) 2023. Problem resolved. Cause of the event is reported as unknown.